Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that it was raining and he was drenched prior to the alarm. Customer also stated that when taking a bolus for dinner, the numbers kept scrolling and the insulin pump alarmed. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No button error alarm could be verified and no scrolling number anomaly could be verified due to the blank display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners, a broken belt clip slot and a broken reservoir tube lip.